Event description:
It was reported that the vulcan were getting error message, there was no back up but the procedure was finished with the same device. Delay 1.5 hours. No patient injury was reported.

Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Rf generator did not fail for error messages, but did fail for display malfunction. The set cut, set coag, and preset displays were blank after power up. Cause of identified display malfunction was a defective display control pcb. Unit passed functional testing after a known good display control pcb was installed. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.